Manufacturer narrative:
Insulin pump p-cap reservoir locked properly in place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump was exposed to water. Customer stated they did not hear fluid when shaking the pump. Customer stated they see fluid under the lcd. Customer stated the insulin pump was not dropped. Customer stated there are not cracks in the insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.